Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier (UDI): (B)(4). The device was returned for analysis. Visual and functional inspections were performed on the returned device. The leak was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the leak.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a concentric lesion with mild tortuosity, mild calcification and 90% stenosis in the mid left anterior descending (lad) artery. The indeflator was used with a balloon catheter with no anomaly during inflation or deflation of the balloon catheter. However, when the stent delivery system was to be used, air started coming into the indeflator gradually. Air was pulled with the indeflator connected to a xience sds outside the anatomy and no anomaly was noted during the air aspiration. Then, the sds was left connected to the indeflator for a while. However, when the indeflator was checked before the sds was used in the anatomy, it was noted some air was present inside the indeflator. Thus, air was pulled using the same indeflator and the procedure continued. The xience stent itself was deployed without issues.(without any leakage etc). It is unknown if the issue is with the three-way stopcock or an issue with the indeflator. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.